Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to fill their cannula with 0.3 units of insulin and instead filled the infusion set cannula with 0.7 units of insulin while connected to the pump. As a result, customer unintentionally delivered 0.4 units of insulin into their body. Customer declined to provide a blood glucose (bg) level; however, customer stated they would test and treat their bg levels independently.